Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the caller reporting that the patient was not able to have an MRI and CT scans were conducted instead. The caller reported that the patient was now back at home. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient may have had a stroke. The patient was having an MRI to diagnose if they had a stroke or not. No further complications were reported as a result of this event.